Manufacturer narrative:
The samples were collected in 5ml bd vacutainer tubes. Qc is within specification with respect to controls (accuracy) and reproducibility (precision). Controls are run twice a day and were within acceptable ranges pre and post the event. A bci field service engineer (fse) replaced the needle probe and the probe block assembly. Fse verified the probe alignment and instrument operation. Although hardware may have contributed to this event, a clear root cause can not be determined for this event.

Event description:
A customer contacted beckman coulter inc. (Bci) in regards to erroneous low rbc, hgb, hct and erroneous high platelet (plt) results on a patient specimen without instrument (coulter ac t 5diff cp analyzer) generated flags. The erroneous results were not reported out of the laboratory. The patient was redrawn and ran on the same unit and the cbc results did not match the initial specimen's results. The sample specimen was also run on another instrument and these results were reported out and were considered correct by the customer. Patient treatment was not impacted by this event.